Manufacturer narrative:
Internal film review: from the films provided the cause of the stent graft occlusion could not be determined. Angiograms during implant and post-implant films were not available for return; therefore, the stent graft in-vivo configuration could not be determined and the blood flow dynamics could not be assessed. Films from the intervention were also not available. A pre-implant 3d-CT film report confirmed that the iliac arteries were non-tortuous with no apparent calcification. The common iliac artery diameter¿s could not be measured from the report, but likely contained irregular thrombus, and the external iliacs appeared to abruptly narrow, angulate, and were calcified at their origins; bilaterally. It is possible that the iliac anatomy may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: etlw1610c156e; s/n: (B)(4) use by date: (B)(4) 2019; upn # (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck diameters were 25.9 mm at 15 mm above the right renal, 26.1 mm at the right renal, 28.3 mm at 15 mm below the right renal, and 30.1 mm at 30 mm below the right renal. The rcia and lcia had 40 degrees lao and 35 degrees rao respectively. It was reported that a CT exam performed approximately 2 months post index procedure, revealed stent graft occlusion. An angiogram completed 2 days later revealed that there were no kinks in the stent graft; however, the stent graft was occluded up to the bifurcation of the endurant stent grafts. The physician elected to do thrombolysis and implanted a self-expanding bare metal stent. The blood flow was restored. Per the physician, the cause of the event was due to the patient¿s anatomy; tortuous anatomy and disruption of vessel distal to stent graft causing the occlusion. No additional clinical sequelae were reported and the patient is fine.